Manufacturer narrative:
The lens has not been received for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was inserted and removed intraoperatively as the surgeon noticed a small "vacuole" in the lens upon injection. Incision was enlarged, another lens of same model was implanted successfully, and no sutures were necessary. Pt current prognosis is excellent. This report pertains to the pt's right eye. Please ref MDR#: 1119279-2013-00192 for the delivery device used during the event.